Manufacturer narrative:
Correction: manufacture date updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the pleora, pendant and pendant arm were replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unable to complete motions when prompted by the user. The reported issue occurred when attempting to perform 2d localizer image acquisitions. Restarting the imaging system restored functionality. There was a reported delay to the procedure of between fifteen to twenty minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The pleora for the imaging system was returned to the manufacturer for analysis. The pleora was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The pendant for the imaging system was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.